Event description:
It was reported that there was a leak from the cuff of the foley catheter. Per additional information received via ibc on 13nov2025, stated that, two batch no were involved in this event mykr3312, mykr3328.

Manufacturer narrative:
The reported event was confirmed CAPA 11092653 related. Visual evaluation of the returned sample noted one opened (without original packaging), used all silicone foley. Visual inspection of the sample noted no obvious observations. Using the (in house) syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and upon inflation lumen to lumen leakage was present. A potential root cause for this failure could be "funnel wall thickness to thin due to molding core pin shape". Another potential root cause for this failure could be "extruded tube diameter with variation causing leak in catheter funnel molding". Risk review, labeling review, and DHR review are not required as event has already being investigated per CAPA 11092653. Refer to CAPA 11092653 for further details. Correction: d, e, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a leak from the cuff of the foley catheter.